Event description:
It was reported that this implantable pacemaker exhibited low out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Due to this, noise and oversensing was observed, inappropriate anti-tachy response (atr) episodes were recorded. Additionally, the longevity of the battery was evaluated which indicated that there was a drop in battery longevity due to an increase in atrial activity. Replacement of the device was recommended. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the complaint description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this implantable pacemaker exhibited low out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Due to this, noise and oversensing was observed, inappropriate anti-tachy response (atr) episodes were recorded. Additionally, the longevity of the battery was evaluated which indicated that there was a drop in battery longevity due to an increase in atrial activity. Replacement of the device was recommended. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited low out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Due to this, noise and oversensing was observed, inappropriate anti-tachy response (atr) episodes were recorded. Additionally, the longevity of the battery was evaluated which indicated that there was a drop in battery longevity due to an increase in atrial activity. Replacement of the device was recommended. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the complaint description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.